Event description:
The customer reported that the system failed intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The rtos cpu pcb and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.